Manufacturer narrative:
H6: investigation summary: eleven open 32g x 4mm pen needle samples and four photos were returned from lot. No. 0119877, cat. No.320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on six samples and a broken non patient end cannula of cannula was observed on the remaining five samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 5 bd micro-fine¿ pro pen needles were found broken. The following information was provided by the initial reporter: "the customer reported about a bent needle npe." "11 defect samples were returned. Bdj confirmed 6 np needle bent and 5 np needle broken."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on (B)(6) 2021 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd micro-fine¿ pro pen needles were found broken. The following information was provided by the initial reporter: "the customer reported about a bent needle npe." "11 defect samples were returned. Bdj confirmed 6 np needle bent and 5 np needle broken."